Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch or units in our stock. We manufactured and distributed in the market (B)(4) units of this code batch. We have received a closed sample that contains a hair inside the second (outer) pack and stuck in it. This is an accidental and isolated case produced on the manufacturing line. It seems that the hair was packed inside the second pack when sealing the pack by mistake. This unit should have been discarded. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. As no other complaints have been received regarding this issue for this code batch, we consider that the case is confirmed but isolated unit. Final conclusion: taking into account that the sample received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the sample received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: a corrective action (CAPA) has been opened to take corrective measures to minimize and avoid such kind of issues in the future.

Event description:
It was reported an issue with novosyn suture. The client reported that there was a hair inside the sterile packaging. It was detected prior to use and there is no patient involvement.